Manufacturer narrative:
B4:03may2021. The service engineer (se) inspected the device. The se replaced the power switch overlay. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed.

Event description:
It was reported that the ventilator's power management board had been replaced, and then the ventilator had a check vent alarm - "alarm light emitting diode (led) failed." There was no patient involvement.